Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. The system history review shows that the laser was verified successfully prior to the date of treatment. Log file review shows during the start up of the day the system passed successfully all initialization steps. The reported treatment shows an interruption by the user releasing the laser pedal for twenty one seconds, but no other issues or deviation can be detected. Further the logfile shows no abnormalities, deviations or other issues during the complete day. Applied (programmed) hyperopic treatment would indicate the user wanting to steepen the cornea that preoperatively was very steep already. The case being a surface ablation (prk), usually causes more epithelial reaction and requires more healing time especially for hyperopic profiles where a steeper gradient is applied. Furthermore, there was no information relayed to help correlate the user applied degree of attempted correction to the aimed (post-op) refraction. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported an unexpected outcome of the right eye at six weeks post refractive surgery. Additional information has been requested.